Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient during transport (age & gender unknown) for cardiac arrest, the device was unable to obtain ECG via electrode pads. Complainant indicated that the clinician tried turning the device on and off, then obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical data was not available for review as part of the investigation. Please reference medwatch report 1220908-2018-02214 for a similar event with the same device reported from the same customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient during transport (age & gender unknown) for cardiac arrest, the device display would not display the ECG signal. Complainant indicated that the clinician tried turning the device on and off, then obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.